Manufacturer narrative:
Section E3 - Occupation: Patient/ConsumerThe COAGUCHEK XS PST CARE KIT serial number is (b)(6).The product has been requested but has not yet been received. The investigation is ongoing.

Event description:
There was an allegation of an incorrect expiration date on COAGUCHEK XS PT TEST 6 STRIP. The customer stated that the test strip vial has an expiration date of (b)(6)2026. The customer noticed this as June does not have 31 days. The customer did not attempt to perform a test.